Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: what is the product code? According to the feedback of the sales representative, all the above answers are unknown. What is the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-10765 and 2210968-2021-10766.

Event description:
It was reported that a patient underwent an anorectal procedure on (B)(4) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.